Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Omsc confirmed the subject device, and could duplicate the user¿s report. Omsc changed the video connector of the subject device to another video connector, but the reported event was reproduced. Therefore omsc concluded that the ccd unit of the imaging module or the imaging cable might have malfunction. The exact cause has been unknown; however, the following are supposes to be the cause. - the ccd unit is damaged by some electrical stress (accidental electrical short circuit and / or overcurrent). - the imaging cable was broken by buckling. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the scope communication error b30, e216 appeared on the monitor and an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.